Manufacturer narrative:
Upon receipt, the ICD was interrogated, revealing the battery status eos, 133 charging cycles were recorded to the device memory. The memory content of the device was inspected. The analysis of the shock holter data showed that an amount of more than 106 charging cycles was performed by the device within 2 hours on (B)(6) 2014. The activation of the eos status of the device resulted from that successive charging. All available iegms were evaluated. Thereby the clinical observation could be confirmed, noise was observed in the ventricular channels. Therefore, a sensing test was performed, and the device sensed the attached heart signals free of noise, proving the sensing function of the ICD to be flawless. In a next step the eos status was removed with a technical programmer and the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached.

Event description:
Ous MDR - after an implantation period of about 71 months, oversensing with inappropriate therapy was reported. A possible insulation breach of the lead was assumed. ICD and lead were explanted and returned to biotronik for analysis. Apart from the shocks, no further adverse patient side effects have been reported.